Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead went from bipolar configuration to unipolar. There was noise on the atrial lead. The right ventricular (rv) lead also exhibited noise. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was abandoned and there was a loss of atrial sensing.